Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
It was reported that the arterial pump arterial pump shows, displayed the error "art stop _ _ _ " on startup of device. The field service technician found that the ccm board is defective. No injury or harm was stated. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Requested information has not been despite several requests. This complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).